Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information confirmed the tip is bent on the reamer handle which caused the device to get stuck and difficult to attach to the additional part, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the reamer got stuck and couldn't attach to the additional part. A delay of 0 to 30 minutes reported. No patient injuries reported. An s&n backup was available.